Event description:
It was reported when using the pyxis medstation es system drawers 3.1 and 3.2 were not detected on the communication bus. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to the drawer being disconnected from the bus. A field service engineer replaced the printed circuit board assembly to resolve the issue. A field service engineer reported that the delay in dispensing medication was caused by the drawer not opening. The system functioned as intended after the field service engineer repaired the device.